Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tea tear drop label or inner shield. Customer states that one pen needle did not release insulin. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 320883 batch no: 5273016 it was reported that one pen needle from current box did not release insulin during injection. Verbatim: consumer reported one pen needle from current box did not release insulin during injection. Stated he changed the pen needle and then it worked. Stated this happened yesterday.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 8 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 320883, batch no: 5273016. It was reported that one pen needle from current box did not release insulin during injection. Verbatim: consumer reported one pen needle from current box did not release insulin during injection. Stated he changed the pen needle and then it worked. Stated this happened yesterday.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 320883 batch no: 5273016. It was reported that one pen needle from current box did not release insulin during injection. Verbatim: consumer reported one pen needle from current box did not release insulin during injection. Stated he changed the pen needle and then it worked. Stated this happened yesterday.